Manufacturer narrative:
Additional information provided: b.3, b.5 & h.6. No product will be returned per customer. The customer complaint of tubing leaked could not be confirmed due to the product was not returned for failure investigation.

Event description:
It was reported that the tubing leaked. The nurse stated that the tubing was leaking at the IV fluids port site. The nurses changed out all the tubing twice before they found a different lot which didn't leak. It was further confirmed during follow up, that there was no delay in patient care, and no patient harm or impact as a result of this event. Although requested, no additional event and/or patient demographics have been provided to date.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported that tubing leaked. Although requested, no additional event and/or patient information was provided.